Manufacturer narrative:
The following have been updated bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The authors observed that hemolysis can be impacted by certain preanalytical factors, but these factors were not specific to or attributed to the tubes. The authors observed lower hemolysis levels overall in rst tubes compared to pst¿ tubes. This is not unexpected as serum typically have lower hemolysis rates compared to plasma. Samples collected using pst¿ tubes were reported to have false elevations of hs-tnt (=5 ng/l difference between paired pst¿ and rst results) at the lower end of hs-tnt measurements (=50 ng/l). These falsely elevated results were observed in about 9% (9 out of 101) of the patients in the study. Post market surveillance (pms) literature search activities intercepted another publication (reference: paul et al., 2023) that reported false elevations in hs-tnt in pst¿ tubes. While these studies observed an interference when using pst¿ tubes for hs-tnt, the specific interferent or preanalytical condition that can reproducibly lead to this inference was not identified. Separated plasma samples may exhibit sample quality issues such as cellular contamination, which may impact testing of certain analytes. An update to the instruction for use (IFU) is being implemented. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using an unknown bd pst¿ plus blood collection tubes the customer was reporting from a literature review and indicated that false positive results while using pst tubes were noted in patients with high-sensitivity troponin t values < 50 ng/l.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported when using an unknown bd pst¿ plus blood collection tubes the customer had false positive results. There was no report of impact to patient or user.